Event description:
Healthcare professional reported that approx 12 days post implant, the valve was removed due to endocarditis. Surgeon reporterd the organism as coagulase negative staphylococcus epidermidis. The valve was not returned for analysis.